Manufacturer narrative:
(B)(4). D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k171540. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Unknown injury to right fingers was reported following an unknown procedure. No further information has been provided. This event was previously incorrectly reported under (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.